Event description:
A hospital in (B)(6) reported via an fph sales representative that an mr290 autofeed humidification chamber was leaking water on the fourth day of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare new zealand and visually inspected. Results: visual inspection revealed that the chamber dome is pulled slightly out of the base, below one of the chamber ports. A crack was also found on the chamber dome at the bracket. A lot check revealed no other complaint of this type for lot 110317. Conclusion: we were unable to determine the cause of the reported fault observed by the customer. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the damage occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.